Event description:
The patient reported that the up arrow keypad button was intermittently unresponsive the morning of (B)(6) 2011. The patient reported that she was able to use the pump safely and that the keypad buttons were functioning normal when pressed. The patient also indicated that there was no damage to the keypad, she wears the pump under garment and does not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.